Event description:
During a holap procedure, the doctor received a small second degree burn to his right hand. The burn was treated with topical neosporin, and the doctor is expected to fully recover without any permanent scarring.

Manufacturer narrative:
Although reasonable attempts were made to contact, device was not returned by user facility. Probable root cause based on reported conditions is excessive bend force during device use in contradiction to product labeling. If additional information is received, a follow up MDR will be filed.